Manufacturer narrative:
(B)(4). Investigation summary: the device was received with the end cap dislodged. In addition, the 6-32 stud was not broken as reported. It was connected to a generator, evaluated with a test instrument, and was found to be non-functional. When the instrument was disassembled to inspect the internal components, the moisture indicator was found to be positive. Due to the returned condition of the device, we were unable to investigate further the reported alert screen. The handpiece has a number of seals to prevent fluids from entering the housing. A "positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed, and no defects, nc¿s, or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the test screen was displayed during use. The device was reassembled and after that, the device passed the pre-run test. However, the same error occurred after a few minutes of usage. Moreover, the connection part of hpblue was broken during use. It was confirmed that the part was not broken when the error occurred at the first time. The number of remaining uses of hpblue was unknown. No pieces fell into the patient. The blade tip was not broken off. Another hpblue and another disposable device were used to complete the case. There were no adverse consequences to the patient.